Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-oct-2018 with the following findings: a review of the black box showed one reboot had occurred. No damage was found to the battery compartment or battery cap. The battery cap attached securely to the pump. The pump was exercised with no power issues occurring. The battery cap contact measurements were within specifications. The pump was opened and no damage was found to the power circuit. No defects were found to the pump.